Manufacturer narrative:
The transmitter was received with a damaged connector. However, the transmitter passed the functional testing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-45882.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading prior to the time of hospitalization was over 500 mg/dl. The blood glucose reading at the time of admittance was 150 mg/dl. The customer stated that she constantly received no delivery alarms on the insulin pump and found that the infusion set cannula was bent. She had called to replace the transmitter and the insulin pump. She stated that the transmitter constantly received error messages and that it did not calibrate properly. She noted that she had attempted to troubleshoot the issue numerous times without resolve. The customer was treated with an insulin drip in the hospital. She was wearing the insulin pump at the time of hospitalization. Advised replacement of the transmitter. Nothing further reported.